Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following; fault scope socket; and that the high intensity light won't turn on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that visera 4k uhd xenon light source, high intensity light won't turn on. The issue occurred during the preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the image processor or the light source had issues. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information has been added to the following fields: h4 and h6. Correction: d8.   During the device evaluation, it was identified that the customer was using a non-olympus lamp.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: a faulty scope socket. Olympus will continue to monitor the field performance of this device.